Manufacturer narrative:
Per -3404 final report the relevant device manufacturing records have been identified and reviewed. The parts associated with these records conformed to material and dimensional specifications at the time of manufacture. The explanted cup, liner and head were returned to corin vigilance. The screw was not returned. Examination of the returned explants confirmed that no bony ingrowth was found on the device, which confirms the cup loosening. There were lots of discolouration on the liner bearing surface and the head, which have been caused by contact during the head and the rim of the cup, or liner dislocation. However no dislocation was reported. It was reported that, during the revision, a new trinity cup was implanted with 2 screws and had a great grip. No additional information was provided, therefore the rootcause was not established. Thus, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distrubutor caused or contributed to this event.

Event description:
Trinity revision of the cup, liner, head and screw after approximately 2 years and 5 months due to loosening of the cup. Please note: the biolox delta ceramic liner associated with this report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.

Manufacturer narrative:
Per -3404 initial report additional information, including post primary and pre revision x-rays, operative notes, patient details, whether the patient experienced any trauma prior to the revision and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The explanted devices are being returned and will be reviewed at corin. The appropriate device details have been provided and the relevant device manufacturing records will be identfiied and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, liner, head and screw after approximately 2 years and 5 months due to loosening of the cup. Please note: the biolox delta ceramic liner associated with this report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.